Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: no product returned, why unable to determine exact reason for the filter leg(s) to protrude the sheath. Under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it is known it may kink if excessive force is used to advance it through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: approach was gained from the right jugular vein. When advancing the filter introducer into the sheath, the physician encountered resistance and confirmed that the filter leg(s) protruded from the sheath. The whole filter was carefully retracted into the sheath and removed from the patient body. Another device was used instead and the procedure was completed with no problem. Patient outcome: there have been no adverse effects to the patient reported.